Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study regarding a patient implanted for idiopathic functional urinary incontinence since 2000 reported there was a return of symptoms on approximately (B)(6) 2016. The device was reprogrammed on (B)(6) 2016 but the issue was ongoing. It was noted the event was assessed as not serious, not related to procedure, and related to the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0210405875, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue resolved on 2016-10-09. No further patient complications have been reported as a result of this event.